Manufacturer narrative:
Section h4: additional information manufacturer's investigation conclusion: the reported event of a m2 ¿ motor disconnected alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis. A log file was downloaded from the returned console for review. A review of the downloaded log file showed events spanning approximately 123 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 08:49, the console was powered on and the logged motor temperature showed values that indicated a motor has been connected to the console. At 09:21, the sub faults ¿sf_lmc_main_mode_disabled¿ and ¿sf_lmc_motor_disconnected¿ occurred and triggered a ¿motor disconnected: m2¿ alarm. The alarm was able to be cleared but activated again. The console was power cycled again at 09:24 and the events occurred once more. The motor cable underwent a resistance and insulation test on the motor cable and functioned as intended. The motor was connected to a centrimag mock loop and ran without issues. The motor was forwarded to (B)(4) to be investigated. The motor was connected to a test box and all motor phases and signal lines of the motor were tested. The motor cable was bent at its whole length, but no fault was detected. No fault impedance value was measured, and no short circuit or break was detected. The motor cable was twisted and caused by wear and tear. The motor was scrapped. The root cause for the reported alarm was not conclusively determined through this analysis; however, the observed twisting of the motor cable has the potential to cause the reported event. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during testing of the primary console a power on test fail alarm occurred. The account rebooted the system but the alarm kept occurring. The account left the system alone for awhile, when they booted up the system a second time a motor disconnected alarm occurred. The account switched to the backup system, however, the alarm still occurred. No further information was provided.